Manufacturer narrative:
Device history record review (DHR) review could not be conducted since the lot number was not provided. The failure mode "clip slipped off vessel" as reported could not be confirmed with the picture received. The root cause cannot be determined since the sample was not available to be evaluated. The MFR will continue to monitor and trend relating complaints.

Event description:
Alleged event: there were two incidents of the clips falling off a vessel in the thigh. There were no pt consequences. The pt's condition is reported as fine.